Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device had displayed a black screen and would not react to any button presses when attempted. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer had sent in their device for service. Upon inspection, stryker observed that their device had displayed a black screen and would not react to any button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer had sent in their device for service. Upon inspection, stryker observed that their device had displayed a black screen and would not react to any button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the digital pcb assembly, further root cause could not be determined.